Manufacturer narrative:
Mentor failure analysis lab received the suspect medical device for evaluation. Device information has been updated as per the implant received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: during visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 275cc smooth mentor memorygel breast implant on the right, and an unknown mentor gel breast implant on the left, has experienced postoperative left-sided grade IV capsular contracture and right-sided implant rupture. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implants, catalog # 3503004bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. Implant rupture on the right side was discovered during explantation surgery. This medwatch report is for the left-sided implant.